Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Initial reporter: facility name is truncated due to character limit. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a false positive for sars-cov-2 result for 2 patient¿s samples generated with the cobas liat sars-cov-2 & influenza a/b assay test on the cobas® liat® system sn (B)(4). On (B)(6) 2021 initial sample 1 tested positive for sars-cov-2, upon a repeat test of a new sample on another platform (biofire & the cepheid genexpert) the results were negative. On (B)(6) 2021 initial sample 2 tested positive for sars-cov-2, upon a repeat test of a new sample on another platform the (biofire) the result was negative. The negative results were reported to patient. No harm is alleged. Investigation on the reagent kit lot is ongoing. Two (2) initial mdrs will be filed.

Manufacturer narrative:
Review data indicated the amplification curves for both alleged samples did not show any baseline abnormalities. These are both near the lod for the cobas liat test. Sample 1 had a CT of 35.0 and sample 2 had a CT of 35.5. In conclusion, the observed result discrepancies are likely due to the low titers and/or differences in method sensitivities. Further investigation on the reagent kit did not identify any issues. (B)(4).